Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Reportedly, due to the cgm error, the basal software was unable to suspend insulin delivery and the customer experienced a low bg of approximately 40 mg/dl. 911 was called and the customer was administered glucagon emergency kit. Recommendation was made to consult with healthcare provider regarding diabetes management.